Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported an issue during the priming process. The customer reported a blood glucose value of 250 mg/dl, and the current blood glucose value was 130 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, and mmt-397a. Troubleshooting was partially performed for the high blood glucose. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, but was unable to complete the rewind process. Troubleshooting was performed for the priming process, and the serialized device will be replaced. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, mmt-332a, and mmt-397a

Manufacturer narrative:
Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on 07/20/2025 at 02:18:27.000. Pump was cut open to perform visual inspection and a jammed motor gearbox. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and keypad overlay texture damage. Unable to verify alleged prime fill anomaly due to pump error 38 alarms occurred during rewind. Alleged pump error 38 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.